Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 11/30/2018, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 11/30/2017, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 05/31/2017, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 05/31/2016, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 06/30/2017, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 06/30/2015, labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 04/30/2017, UDI #: asku, device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 04/30/2016, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching. The controller and batteries are scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) controller (B)(4) and four (4) batteries (B)(4) were not returned for evaluation. Failure analysis could not be conducted as the devices are not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is open to evaluate momentary disconnections. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3, b5, h6, h10 product event summary: one (1) controller ((B)(6)) and four (4) batteries (bat589192, bat218722, bat219082, bat217496) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed the device passed functional testing; visual inspection of the controller under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned batteries revealed that the batteries passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary dis connections involving bat218722 and bat219082. Data log files also revealed multiple instances involving bat219082 and bat217496 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the associated devices. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation examined momentary disconnections. Additional products: d4: serial#: (B)(6) h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated two batteries also had communication errors.

Manufacturer narrative:
Product event summary: the controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed the device passed functional testing; visual inspection of the controller under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned batteries revealed that the batteries passed visual examination and functional testing. Additional products: battery bat589192, returned to MFR: yes, return date: 2019-03-13 dev rtn to MFR? Yes, FDA method code(s): 10; battery bat218722, device available for eval: yes, return date: 2019-03-13, device eval by MFR: yes, dev rtn to MFR? Yes, FDA method code(s): 10 battery bat219082, device available for eval: yes, return date: 2019-03-13, device eval by MFR: yes, dev rtn to MFR? Yes, FDA method code(s): 10; battery bat217496 device available for eval: yes, return date: 2019-03-13, device eval by MFR: yes. Dev rtn to MFR? Yes. FDA method code(s): 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.